Event description:
A report was received that the patient had developed an infection at the ipg site after previous revision procedure. Symptoms included redness, drainage, and fever. The infection was believed to be procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.